Event description:
Additional information was received from the physician that indicated that the death was not witnessed. The patient was last seen (B)(6) 2011 and had a 50% reduction in seizures due to vns. The office did not have the death certificate or autopsy reported to provide. The autopsy was received and indicated that the cause of death was drowning as a result of a seizure. Good faith attempts for product return have been unsuccessful to date.

Event description:
Additional information was received that indicated that product analysis was completed on the lead and generator. Note that since a significant portion of the lead (including electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Results of diagnostic testing indicated the device was operating properly. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Manufacturer narrative:
.

Event description:
It was initially reported that the patient had past away. The patient was found unresponsive in a bathtub. The physician will not comment on the cause of death or the relationship to vns until the autopsy is completed. Good faith attempts for more information have been unsuccessful to date. Good faith attempts for the product return have been unsuccessful to date. The coroner's office has the generator and lead and will not return until after the investigation into the cause of death is complete. A company representative went to the coroner's office and confirmed that the device was functioning as intended.

Event description:
Additional information was received that the generator and lead were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.

Manufacturer narrative:
Death, corrected data: additional information indicated that the date of death was (B)(6) 2011. Date of event: corrected data: additional information indicated that the date of death was (B)(6) 2011. If explanted, give date (mo/day/yr), corrected data: additional information indicated that the date of the generator was explanted was (B)(6) 2011.